Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced adhesive issue with infusion set and faced tape not sticking event on (B)(6) 2026. The tape did not stick due to humid exercise conditions. No further information available.